Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports the upper aligner fit is protruding outward and cutting into the gums. The front teeth are only touching approximately 50%. The aligner does not have contact at all at the top of the teeth near the roots.

Manufacturer narrative:
The date received by manufacturer (g3) was incorrect in the initial report. G3 has been corrected in this report.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.